Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead the device's front enclosure was removed and returned. During evaluation of the enclosure assembly to determine root cause, the technician observed damage consistent with mis-handling. Root cause could not be firmly established due to the observed damage. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.